Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing the pump and switching to insulin pens.